Event description:
It was reported that a patient with a compression fracture underwent a bkp procedure at t6 and t7. According to the report, the balloons could not be inserted through the working cannula during the procedure. Another kit of the same size was used to complete the procedure. No further complications presented for the remainder of the case and no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital.

Manufacturer narrative:
Product analysis for ibts: complaint return ibt was partially inflated as received. The ibt balloon would not collapse when using syringe. As such, the balloon was unable to be started into the stylus cannula. Complaint return ibt was partially inflated as received. The inner stylet assembly is missing and not returned with the instrument. When deflated, both ibt's collapsed axially, but not transversely (ibt balloon width). As such, the balloon was unable to be started into the stylus cannula. Unable to definitively determine root cause of the foregoing event from the available information.